Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka/fpa. Common device name: intravascular administration set. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367364 ,batch no. 8332938. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the "blood will not collect in the blood tube." There were 7 occurrences. The following information was provided by the initial reporter: "site has experienced difficulty with the bd butterfly blood draw. Several time last night, 3 times last week and at least 3 times today when the butterfly needle is inserted, they get blood in the butterfly tubing, but the blood will not collect in the blood tube. It will not work for any blood tube. (I asked because I wondered if it was a bad batch of tubes) they can get blood if they attach a syringe and withdrawal blood. The clinician saved a package and butterfly today. If someone wants to pick it up or examine it. The lot # is 8332938 and reference # is 367364."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, testing of the customer samples was performed and insufficient blood flow was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 367364, batch no. 8332938. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the "blood will not collect in the blood tube." There were 7 occurrences. The following information was provided by the initial reporter: "site has experienced difficulty with the bd butterfly blood draw. Several time last night, 3 times last week and at least 3 times today when the butterfly needle is inserted, they get blood in the butterfly tubing, but the blood will not collect in the blood tube. It will not work for any blood tube. (I asked because I wondered if it was a bad batch of tubes) they can get blood if they attach a syringe and withdrawal blood. The clinician saved a package and butterfly today. If someone wants to pick it up or examine it. The lot # is 8332938 and reference # is 367364."